Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the issue. No additional details were provided. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer observed the image was upside down. The technical support engineer (tse) sent over information explaining how this could occur. The customer was able to resolve the issue prior to calling in and completed the case without further issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue came from the endoscope being inverted opposite of the selected orientation on the surgeon console. The scope was 30 down while surgeon console was selected for 30 up. I was able to help troubleshoot the issue and correct the problem.